Manufacturer narrative:
The subject otv-s190 was returned to olympus medical systems corp. (Omsc). Omsc will perform investigation to determine the cause of this phenomenon. Otv-s190 instruction manual states the corresponding method in case of an abnormality. There have been no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During transurethral bladder tumor resection with the subject otv-s190, the subject otv-s190 was shut down suddenly. The subject otv-s190 was hot. The user cycled the power of the subject otv-s190, but the subject otv-s190 was not turnedon. The situation was not changed even after the user checked the connection of the power cable. The user replaced the subject otv-s190 with the otv-s7pro, and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-00338. The subject otv-s190 was returned to olympus medical systems corp. (Omsc) for evaluation, and underwent the investigation by omsc. As a part of failure reproduction test, after the power was continuously supplied to the subject otv-s190 for two hours, the shut-down of the otv-s190 reoccurred. At the time of the event, the subject otv-s190 got hotter than in normal status. In addition, the subject otv-s190 had a failure in the cooling fan of the power supply unit. The cooling fan did not run even when the power was supplied again. From the result of this failure reproducing test, omsc considers that the event was caused by the following sequential events as follows. At the time of the failure, the cooling fan of the power supply unit did not run due to some failures, and it was not able to exhaust heat inside the device. A status where the device was steadily turned on caused a continuous increase of the temperature inside the device. Then, the temperature monitoring feature of the power supply unit was activated, shutting down the device. Moreover, as four years or more has passed since the manufacture date of the subject otv-s190, the failure of the cooling fan is considered an aging degradation or accidental malfunction.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".